Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the main board, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that during patient use, the pump was alarming but no message was appearing on the screen. Replaced the batteries and the pump would not power back on, it continued to alarm a single tone beep and flashed a green light for a brief second and nothing appeared on screen. No adverse patient effects were reported by the customer. It was reported that no further information is available.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.